Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels of 485 mg/dl. The customers blood glucose was 186 mg/dl at the time. The customer was a (B)(6) old female and weighed (B)(6). No symptoms were reported, and the incident was treated with a manual injection. It was reported that the high blood glucose levels began because the insulin pump has not been working for the past two weeks. During troubleshooting, the reservoir was reported as functional and his insulin was clear. The cannula was removed from the bruised site and filled with blood, possibly having occluded. The customer was advised to call back if the issue persists. No replacements were sent and the insulin pump was not returned for analysis.